Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual: section: using the automated impella controller with the impella rp flex smartassist system catheter: use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The complainant had placed an impella rp flex to support a patient admitted in cardiomyopathy and post left ventricular assist device placement. The impella rp flex was placed via the femoral, and two days after implant, the access site had an ooze. The team remedied the issue by placement of an extra stitch. The pump remained on for another day and was then explanted and a proteck duo was placed. The patient survived the event.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding was determined to be use issue because the bleeding was resolved and hemostasis was achieved by additional suture.